Manufacturer narrative:
On december 1, 2021, an analysis of the device's photo was completed. Upon visual evaluation of the image provided in the complaint, black dots were perceived in the implant. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 16, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak test of the returned device and material evaluation. Visual analysis of the returned sample revealed that the sx mpp gel 225cc breast implant had an area of siltex cracking on the posterior view. Also, yellow material was observed within the shell. Leak testing was performed, according with mentor procedure, and it revealed a tear within the siltex cracking, measuring approximately 0.1 cm. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional analysis was performed to identify the composition of the material and it revealed they were primarily composed of primarily composed of a biological-based material, with residues of pdms material (presumably derivate from the implant material since the particle was embedded). The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspicion of material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with two 225cc mentor memorygel breast implants. Post-operatively, the patient's doctor assumed that the patient's implants were ruptured. As a result, the patient underwent removal surgery on (B)(6) 2021. The implants were discovered to be not ruptured, however, the implants have dots on them. The implants were not replaced. This medwatch form is for the left breast prosthesis.